Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of stimulation. The patient felt a return of pain in their back and stopped feeling stimulation. It was reported that the patient programmer showed that the stimulation was off. The implantable neurostimulator (ins) needed to be recharged. The patient reported that they had never charged before. It was reviewed how to use the implantable neurostimulator recharger (insr). The patient reported poor coupling. An antenna locate feature was performed and the patient then reported all 8 coupling boxes. There was a report of a sudden loss of stimulation. Relevant medical history includes spinal pain. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from the patient stating that they were able to charge the implant battery and restore therapy to resolve the loss of stimulation. It was noted that the company representative (rep) guided them.